Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator was unable to fully tighten the system controller emergency backup battery (ebb) screws after inserting the ebb, prior to leaving the operating room after heartmate 3 implantation. The controller was exchanged.

Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Section d5: operator of device: corrected. Manufacturer's investigation conclusion: the reported event of an inability to fully tighten the controller emergency backup battery (ebb) screw was confirmed via evaluation. A review of the log file contained data spanning approximately 3 days ((B)(6) 2024 per timestamp). All of the captured data appeared to show the system controller operating as intended. The heartmate 3 system controller (serial number (B)(6)) was returned for analysis and visual inspection revealed a damaged helicoil on the system controller¿s bottom case. The ebb cover screw was unable to be tightened into the screw hole. The system controller passed functional testing without issue. The observed damage did not affect system controller functionality. The root cause for the reported event was determined to be due to damage to the helicoil; however, the root cause for this damage was unable to be conclusively determined through this analysis. A manufacturing analysis has been initiated to further investigate this issue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 instructions for use section 2 entitled ¿system operations¿ provides instruction on how to properly remove the battery compartment cover and replace the backup battery. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.